Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter remains implanted and delivery system was discarded by the user facility; therefore, a product eval could not be performed. The event investigation is currently underway.

Event description:
It was reported that during deployment, the filter was deployed one cm below the lowest renal vein in the ivc. However, upon retraction of the spline, the spline got stuck on a filter leg and subsequently pulled the filter down 3 cm leading to a filter tilt of more than 15 degrees. The filter remained in place and the physician placed another filter just above the first one. There was o report of injury to the pt.